Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a temperature alarm while charging. The pump was not exposed to abnormal temperature conditions. The alarm was successfully cleared and did not reoccur. The customer's blood glucose was 409 mg/dl. It was also reported that the battery gauge was fluctuating while connected to a power source. Reportedly the customer continued to use the pump for insulin therapy.